Event description:
It was reported that during the afib ablation procedure, the patient's blood pressure dropped and ice confirmed a pericardial effusion. A pericardiocentesis was performed. The physician suspects the event might have been due to catheter manipulation in/around the appendage. The event required hospitalization and the patient is currently doing fine.

Manufacturer narrative:
The concomitant products: carto 3, model # m-4800-01, serial# (B)(4); stockert, model # m-5463-01, serial # (B)(4); coolflow pump, model # m-5491-02, serial # (B)(4); soundstar, model# m-5723-05, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated for electrical leakage and resistance performance, temperature and generator behavior, for deflection and patency flow / irrigation characteristics. The analysis results show the catheter met all specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.